Event description:
It was reported that the patient presented with a numbness and pain in both of his hands. The patient was diagnosed with "cervical stenosis and cervical myelopathy with herniated disk at c4-c5 and c5-c6, and degenerative disk disease." The patient underwent an "anterior c5 vertebrectomy and corpectomy, and c4-c6 anterior interbody fusion." During this procedure, the surgeon utilized the placement of an interbody cage device to the c5 corpectomy defect and rhbmp-2/acs with local autogenous bone graft. Reportedly, shortly after the surgery, the patient began to experience numbness and pain in both hands, dysphagia, neck pain, fatigue and residual hoarseness. The patient presented to his treating surgeon and other physicians for multiple post-surgical follow-ups. The patient was assured that it was normal for him to have these symptoms following the surgery and that the surgery and fusion were successful. The surgeon prescribed additional physical therapy, allegedly "causing the bony fusion around the corpectomy cage to worsen." A subsequent CT scan approximately 22 months post-op reportedly showed evidence of bony fusion present around the corpectomy cage. An x-ray 24 months post-op reportedly revealed evidence of bone growth posteriorly from the cage entering into the canal. A CT myelogram performed at the same time reportedly showed bone growth compressing the cord significantly, which along with pressure from the posterior aspect was pinching the cord. This was reportedly deemed to be causing a significant spinal cord compression. Allegedly, the patient was led to believe by his treating surgeon and other physicians that his ongoing and escalating symptoms were caused by his underlying medical condition and not by the off-label use of the infuse bone graft product. It is alleged that rhbmp-2/acs caused "the patient's throat to swell, difficulty swallowing and can potentially cause decreased oxygen to the brain, thereby creating a life-threatening condition."

Event description:
Per voluntary medwatch number (B)(4), it was reported that the patient complained of swelling at throat, difficulty swallowing and choking, but was "told this was normal and would subside." Reportedly, the patient was referred to an ent that diagnosed acid reflux and slight mechanical obstruction from the plate at the surgical site. The patient complained of "increasing pain down both arms and hands 6 months post-op and later emg studies indicated abnormal emg as well as indication of bony fusion in and around the lt cage observed in 2011." The patient reportedly "was exhibiting worsening pain radiating down both arms and hands." The patient was encouraged to consider a spine implant that would dispense medication into the spine. In 2012, "doctors discovered patient's left vocal cord was paralyzed and exuberant bone growth causing severe spinal cord compression." An unspecified spinal surgery was performed in 2012. Reportedly, the doctors never indicated bmp as a cause of the adverse symptoms.

Event description:
It was reported that the patient presented with cervical stenosis with cervical myelopathy with herniated discs at c4-5 and c5-6 and degenerative disc disease and opll. The patient underwent an anterior c5 vertebrectomy and corpectomy and c4-c6 fusion with an interbody cage, rhbmp-2/acs, local autogenous bone graft, and an anterior plate. There were no noted complications. The patient was discharged on pod 2. At 718 days post-op, the patient presented with left-sided neck pain with paresthesias of the arm and hand. Per the physician's notes, 'CT of the cervical spine demonstrates status post anterior cervical fusion, c4-c6 with a c5 corpectomy, however, appears to be aligned with fusion noted. There is also degenerative changes with canal and neural foraminal narrowing at c5-c6.' At 823 days post-op, the patient presented 'with neck pain and upper left extremity.' Emg and ncv studies indicated 'evidence of reinnervation and denervation potentials that suggest active c6 and c7 radiculopathy on the left upper extremity of the muscles that could be tested. The electrodiagnostic and nerve conduction studies do not reveal evidence of any other focal nerve entrapment or generalized peripheral neuropathy in either upper limb.' At 1099 days post-op, the patient presented for surgery to treat right distal phalangeal mallet toe. At 1136 days post-op, the patient presented for evaluation. Per the physician's notes, 'he was involved in an mva in 2009 and suffered a cervical fracture requiring cervical spine surgery emergently' has had an ongoing problem with dysphagia. He had a cervical spine surgery and as a results developed hoarseness and left arm pain. He was recently found to have a paralyzed left vocal cord as diagnosed by ent.' At 1144 days post-op, a CT of the cervical spine indicated 'status post anterior fusion from c4-6. There is a large left paracentral osteophyte at c5-6 causing moderate spinal canal stenosis in the ap dimension. Mild disk disease at c6-7.' At 1204 days post-op, the patient was diagnosed with cervical stenosis. Surgical intervention was planned. At 1213 days post-op, the patient was admitted for cervical spinal stenosis. Per the physician's notes, the patient has 'difficulty with a hoarse voice and was told that one of his vocal cords had become paralyzed on one side. The patient since then has continued to have difficulty swallowing with a sensation of food frequently getting stuck in his throat. In addition to this, the patient has noticed pain in his left arm that has become relatively constant and increasingly severe. It is associated with weakness of the hand. The patient is also noticing that he is having developed difficulty with gait and has become somewhat unsteady. The patient has also developed increased urinary frequency and has difficulty holding himself before needing to go to the bathroom. The patient has not had any frank incontinence.' The patient underwent a cervical laminectomy c4, c5, c6 and c7, and bilateral neural foraminotomies at c5-6 and left c6-7. There were no noted complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: patient was involved in motor vehicle accident. A few hours after the accident, patient developed stiffness in the neck and upper body and burning and numbness of the hands. (B)(6) 2009: patient underwent physical therapy evaluation for the diagnoses of: cervical herniated nucleus pulposus; cervical fusion. (B)(6) 2011: patient underwent independent medical exam review. Patient had constant pain and stiffness in the neck and intermittent pain and stiffness in the upper back. Patient had constant pain radiating from the forearm to the middle finger, index finger and part of the thumb bilaterally. Patient had numbness at the left thumb, index finger, middle finger and lateral forearm. Diagnosis: aggravation of preexisting ossification of the posterior longitudinal ligament.

Event description:
On (B)(6) 2012 the patient underwent cervical laminectomy c4, 5, 6, and 7, and bilateral neural foraminotomies at c5-6 and left c6-7. Per the operative notes, ¿the patient had a progressive myelopathy with ataxia and long tract signs as well as a radiculopathy on both the right and left affecting the c6 and c7 nerve root. He presented with weakness and neurologic deficit in both upper extremities as well. He had been seen to have overgrowth of bone morphogenic protein into the spinal canal and the neural foramen from procedure done 2 years ago that progressively caused myelopathic symptoms and increasing radiculopathy. He was indicated for a posterior decompression and neural foraminotomies¿. There were no noted complications. The patient was discharged (B)(6) 2012. On (B)(6) 2012 cr of the cervical spine indicated ¿there is evidence of anterior cervical disc fusion from c4-c6 with interbody spacer p placement. There is osseous vertebral body fusion at these levels. On neutral view, there is minimal reversal of the normally lordotic curvature of the cervical spine centered at c4. There is straightening of the cervical spine otherwise. There are mild to moderate degenerative changes with intervertebral disc space narrowing, subchondral sclerosis, and marginal osteophyte formation, most prominent at c6-7. There is no evidence of significant dynamic subluxation in flexion or extension views.¿ on (B)(6) 2012 the patient presented for follow up. Per the physician¿s notes, the patient presented with ¿1-week history of some increased numbness in his hands. He has had no increase in any neck pain, nor any symptoms in his legs.¿ x-rays including flexion-extension ¿show no evidence of any instability at c6-7 or t1.¿ the patient was diagnosed with neural irritation of nerve root and possibly the cord with motion. A hard collar was prescribed. On (B)(6) 2012 an MRI scan indicated ¿there appears to be an excellent decompression of the spinal cord posteriorly, with now posterior spinal fluid present around the cord, unlike previous films. The foramen were visualized at c6-7 and c5-6, particularly on the left side, and they appear opened up. Compared to previous films, there appears to be minimal compression of any residual, but much more patent than previously. Also noted is that there are no changes now in the cervical cord itself.¿ on (B)(6) 2012 the patient presented for follow up. Per the physician¿s notes, ¿he feels some, mostly local pain to the left of his incision, about an inch and a half. He has some tingling down the arms, but on careful questioning, it is not all of the fingers now as it was on last visit. It is mostly to the left middle finger, and somewhat on the right side. He has been using the hands more. He feels some achiness in his forearm as well. He has been wearing a wrist splint on the right. He notes that he no longer has any bladder problems. These have completely cleared up. He also was noting that he was not walking off tilted to the left any more, this is completely cleared up.¿ on (B)(6) 2013 the patient presented for follow up. Per the physician¿s notes, the patient ¿has had definite improvement since last visit. He is able to walk without any ataxia, but he does note after the past 3-4 months, he occasionally would drag his right leg. He is walking more and more notices some fatigue after this. He also is feeling only occasionally some pain in the arms when he takes gabapentin, but it seems to help. When he decreases it, it seems to come back. He is wearing a wrist splint, which he intermittently does on both sides, and this seems to help as well. He has not taken any tramadol in the past month.¿ on (B)(6) 2013 the patient presented with complaints of fatigue and difficulty swallowing. On (B)(6) 2013 presented with complaints of dysphagia. A cine swallow study with speech pathology indicated ¿there is no evidence of delay in the initiation of swallowing. There was no evidence of laryngeal penetration or tracheal aspiration. There was pooling of thin barium, honey thick barium and pudding consistency barium within the vallecula. This decreased slightly with subsequent swallows.¿

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009: patient was discharged home. On (B)(6) 2012: patient underwent MRI cervical spine which showed postoperative changes with anterior fixation and fusion between c4, c5 and c6 with c5 corpectomy plug. There is no change in position or alignment. The prominent osteophyte protrusion at c6 is also noted. This appears less prominent on the current study but this may be artifactual as the prior study had considerable metallic artifact and spoiling of field gradients. On (B)(6) 2013, the patient presented with complications of hand numbness, arm pain, hand pain and neck pain.

Event description:
(B)(6) 2012: patient underwent MRI cervical spine. Impression: c5-c6 intervertebral disc space with a left paracentral osteophyte ridge with moderate central canal stenosis with mild right and moderate left neuroforaminal stenosis; c3-4 and c6-7 intervertebral disc spaces displaying 2-3mm annular disc bulges with mild central and mild bilateral neuroforaminal stenosis; no evidence of acute osseous abnormality with anterior fusion changes c4 through c6; no evidence of syrinx, demyelinating disease or myelomalacia. No chiari I malformation is noted.

Manufacturer narrative:
Additional information: review of radiographic imaging studies found as follows: (B)(4) 2008 ap, lateral and oblique views of both feet appear normal without fracture or deformity. (B)(4) 2011 dorsiflexion lateral of both forefeet appears to be normal. (B)(4) 2009 cervical spine 4 views presurgical view with mild localized kyphosis through c3- c6. (B)(4) 2009 cervical spine 2 views construct stable less kyphosis is appreciated consistent with postoperative collapse over time. (B)(4) 2009 cervical spine ap and lateral construct is again seen with spacers reconstructing c5 with plate from c4 to c6. (B)(4) 2009 cervical spine ap and lateral with dynamic views show stable construct without instability on dynamic studies. (B)(4) 2010 xr cervical spine 4 views studies show same construct, stable on dynamic films. (B)(4) 2011 CT spine wo contrast study again shows index construct of corpectomy device from c4-c6 with anterior plate. No stenosis is seen. (B)(4) 2012 MRI cervical spine corpectomy at c5 is again noted with spanning plate from c4 to c6. There is no cord compression or stenosis. Kyphosis through construct is noted as on other studies. (B)(4) 2012 xr cervical spine lateral cervical films show double spacer corpectomy reconstruction of c5 with anterior plate spanning from c4 to c6. (B)(4) 2012 cervical MRI t2 sagittal view shows previous c5 corpectomy with anterior interbody device spanning c4-c6 with anterior plate and screws extending c4-c6. No cord signal changes are noted. No stenosis is present, mild cervical kyphosis is present through the operative level. Posterior laminectomy has also been performed at c5 and c6.

Event description:
On (B)(6) 2013 the patient presented for office visit complaining of neck pain. Impression: strain.

Event description:
On (B)(6) 2012: patient presented with increasing hoarseness, increasing weakness, numbness and pain in upper extremities, increased difficulty with gait. On (B)(6) 2012 the patient presented with increasing compression on his cervical cord likely due to exuberant bony overgrowth.

Event description:
It was reported that on (B)(6) 2011 the patient underwent CT scan which allegedly showed evidence of abnormal bony overgrowth present around and outside the cage.

Event description:
It was reported that on (B)(6) 2009, the patient presented with a principal diagnosis of cervical spondylosis with myelopathy and se condary diagnoses of intervertebral disc disorder with myelopathy, cervical region. The patient underwent a principal procedure of cervical fusion, anterior technique. The patient also underwent other procedures consisting of excision of intervertebral disc, fusion or re-fusion of 2-3 vertebrae, insertion of interbody spinal fusion device.

Event description:
On (B)(6) 2009 patient complained of ¿numbness and pain in both hands¿. Patient was diagnosed with ¿cervical stenosis and cervical myelopathy with herniated disk at c4-c5 and c5-c6, and degenerative disk disease¿. It was reported that the patient underwent an ¿anterior c5 vertebrectomy and corpectomy, and c4-c6 anterior interbody fusion¿ on (B)(6) 2009 using rhbmp-2/acs. During the procedure, it was reported that the central portion of the c5 vertebral body was removed and a vertebral body replacement device was used to fill the space where the c5 was partially removed. Then the surgeon inserted the ¿infuse soaked absorbable collagen sponge and bone from the c5 vertebra into the cervical corpectomy cage¿. Initially, postop, the patient reportedly had symptom improvement. Sometime postop, the patient began to experience ¿numbness and pain in both hands, dysphagia, neck pain, fatigue and residual hoarseness¿. In (B)(6) 2011 CT scan showed evidence of ¿bony overgrowth present around and outside the corpectomy cage¿. In (B)(6) 2012 radiology studies (including cervical MRI and CT scans) revealed evidence of bony overgrowth ¿posteriorly from the cage entering into the canal and compressing the cord¿. On (B)(6) 2012 patient reportedly underwent a cervical laminectomy and bilateral neural foraminotomies. Postop, the patient reportedly has chronic nerve damage and pain

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on an unknown date the patient was hit by a car. The patient states he was struck in his lower back while he was carrying his newborn child while getting out of his own car. Patient noticed burning in his arms as well as his hands post 2 hours of accident. On (B)(6) 2007 the patient underwent MRI of right shoulder with contrast, which demonstrated 8mm low grade intra-substance tear was noted in the superior fibers of the subscapularis tendon; minimal degenerative undersurface fraying was noted in the posterior superior glenoid labrum without discrete tear or paralabral cyst. On (B)(6) 2008 the patient presented with complaints of flu. The doctor's assessment was acute sinusitis and advised the patient to try sinus lavage for 2 days. On (B)(6) 2008 the patient presented with complaints of bronchitis, the doctor's assessment was acute bronchitis and provided z packs as medication. On (B)(6) 2008 the patient presented with complaints of chest pain and irregular heart beat. The doctor's assessment was stress due to acute situational disturbance and palpitations. On (B)(6) 2009 the patient presented with complaints of congestion and rhinorrhea. On (B)(6) 2009 the patient presented with complaints of neck/left hip pain. Doctor advised nsaid's atc x 3days as treatment. On (B)(6)-2009 the patient underwent MRI of the cervical spine. Impressions: reversal of the normal cervical lordosis with grade 1 retrolisthesis of c4 on c5 and c5 on c6; multilevel degenerative changes, most severe at the level of c5-c6 with cord compression; at c3-c4 there is a focal 2 mm posterior disc protrusion with mild spinal stenosis. The neural foramina are patent bilaterally; at c4-c5 there is moderate disc apace narrowing with minimal retrolisthesis and 2 mm of posterior disc protrusion with effacement of the ventral thecal sac and mild spinal stenosis. There is severe stenosis of the right neural foramen and compression of the exiting right c5 nerve root. The left neural foramen is patent; at c5-c6 there is severe disc space narrowing with grade 1 retrolisthesis and moderate to severe disc space narrowing and cord compression. At maximum dimension, the spinal canal measures 6 mm. There is severe stenosis of the bilateral neural foramina related to disc bulge and uncovertebral arthrosis, resulting in severe stenosis of the bilateral neural foramina and compression of the exiting c6 nerve root; at c6-c7 there is a 3 mm posterior disc protrusion with effacement of the ventral thecal sac and mild spinal stenosis. There is bilateral, uncovertebral arthrosis, left greater then right, with severe stenosis of the left neural foramen and compression of the exiting left c7 nerve root and moderate stenosis of the right neural foramen. On (B)(6)-2009 the patient presented complaining of numbness and pain in bilateral hands. The patient underwent radiograph of cervical spine which showed that he had disk degeneration with osteophyte formation and endplate sclerosis at c4-5 and c5-6. There was focal kyphosis at c4-5. Patient underwent MRI which showed severe stenosis at c5-6 and questionable stenosis at c4-5. There was also focal kyphosis noted from c5-c7. The MRI was limited secondary to the fact that there were no thin cuts. There were no cuts through the disk spaces making it difficult to evaluate the amount of stenosis on the axial views. Patient underwent x-ray for 4 views of the cervical spine. Findings: the ap view shows good alignment in the coronal plane. Thus is some mild facet joint arthritis at c4-c5 and c5-c6. The lateral neutral view shows loss of cervical iordosis with kyphosis centered at c3-c4 and c4-c5 with degenerative disk disease and posterior osteophyte formation at c4-c5 and c5-c6 with some disk space narrowing, and on flexion-extension views, there is no anterolisthesis or subluxation noted. Impression: the patient with degenerative disk disease at c4-c5 and c5-c6. On (B)(6)-2009 the patient underwent mr imaging of cervical spine, which demonstrated reversal of the normal cervical lordosis with grade I retrolisthesis of c4 on c5 and c5 on c6. Multilevel degenerative changes with evidence of cord compression at c5-c6; at c3-c4 there was a 2 mm posterior disc protrusion with effacement of the ventral thecal sac and abutment of the ventral aspect of the spinal cord with overall mild central spinal stenosis; at c4-c5 there was mild retrolisthesis of c4 on c5 with a 2 mm posterior disc osteophyte complex with effacement of the ventral thecal sac, abutment and deformation of the ventral aspect of the spinal cord with overall resultant mild to moderate central spinal stenosis . There was right-sided uncovertebral arthrosis with moderate to severe stenosis of the right neural foramen and compression of the exiting right c5 nerve root; at c5-c6 there was mild retrolisthesis with left paracentral disc osteophyte complex with cord compression, left greater than right. There was bilateral uncovertebral arthrosis, left greater than right, with moderate stenosis of the bilateral neural foramina and effacement and probable compression of the exiting c6 nerve roots bllaterally; at c6-c7 there was a 3 mm posterior disc osteophyte with mild to moderate spinal stenosis. Additionally, there was a 3 to 4 mm left foraminal/lateral disc protrusion with resultant severe stenosis of the left neural foramen and compression of the exiting left c7 nerve root. There was mild stenosis of the right neural foramen. Please note that on the current study it was better illustrated that there was a left foraminal lateral disc protrusion, which results in the severe stenosis of the left neural foramen and compression of the exiting left c7 nerve root. On (B)(6)-2009 the patient presented with preop diagnosis of cervical stenosis with cervical myelopathy with herniated disks at c4-5 and c5-6 and degenerative disk disease. The patient underwent anterior c5 vertebrectomy and corpectomy with decompression of the spinal cord, c4-c5 and c5-6 diskectomy and bilateral foraminotomies, and c4-6 anterior interbody fusion with the placement of an interbody cage device to the c5 corpectomy defect, use of infuse with local autogenous bone graft, use of cervical plate fixation, use of spinal monitoring for 3 hrs, and the use of the operative microscope. As per op notes, after patient brought to operating room the anterior part of his neck was prepped and draped, a small incision was made. The fascia was dissected superiorly and inferiorly along the intermedial edge. A spinal needle was bent and place into the c4-5 interspace. Under microscopic visualization, the peridiscal osteophytes were removed at c4-5 and c5-6. All disk material was removed with pituitary rongeur and curettes down to and including the posterior annulus. The endplate of c4 and c6 were burred to flat cancellous surfaces. The central portion of the c5 vertebral body was removed with a leksell rongeur. Bi-lateral foraminotomies were done at c4-c5 and c5-c6 at each level removing all disk material including the posterior longitudinal ligament and decompressing the spinal cord and nerve roots. Caspar pin retractors were used by placing a pin in c4 and c6 and distracting this. The central vertebrectomy defect was measured. An anterior interbody cage device was then opened. This was packed with a small amount of infuse sponge along with local autogenous corpectomy bone graft and this was impacted between c4-c6. Two screws were drilled through the plate in the body of c4 and two screws into the body of c6, and these screws were locked into position. The patient underwent x-rays of cervical spine post-op, which demonstrated baseline post-operative study following anterior decompression and fusion from c4 through c6 without apparent complications. The patient underwent x-rays of chest post-op, which demonstrated no radiographic evidence of active cardiopulmonary disease. The patient underwent intraoperative somatosensory evoked potential monitoring, which demonstrated no evidence of intraoperative spinal cord impairment. On (B)(6)-2009 the patient presented for orthopedic clinic visit. Assessment: 2 weeks post c5 corpectomy and c4-c5 and c5-c6 diskectomy. The patient underwent x-ray for two views of the cervical spine. Findings: the ap view showed good alignment in the coronal plane. There had been a c5 corpectomy with a c4 to c6 fusion with plate fixation and cage fixation which appeared to be in excellent position. The lateral view showed that there was some local kyphosis at c3-c4, but in the fusion segment from c4 to c6, it was in the neutral position. There had been a plate fixation from c4 to c6 with a cage placement which appeared to be in good position. Impression: the patient with c5 corpectomy, cage placement, and cervical plate placement which appeared to be in good position. On (B)(6) 2009 the patient underwent x-rays of cervical spine in ap/lat flexion and extension, which demonstrated the corpectomy of c5 and cage implant extending from the inferior endplate of c4 to the superior of c6 showed no change or complication. An anterior plate, with pairs of screws in c4 and c6, shows no displacement. The vertebrae remain anatomically aligned. The appearance was unchanged. The flexion and extension views showed slight motion at c4-c5, but not at c5-c6. On (B)(6)-2009 the patient underwent x-ray for four views of the cervical spine including an anteroposterior view, and lateral views and flexion, extension and neutral positions. Findings: a cage implant, extending from the inferior endplate of c4 to the superior endplate of c6 remains un-displaced. An anterior plate with pairs of screws in c4 and c6 showed no displacement. A slight reversal of the cervical lordotic curve was centered at c3-c4. Otherwise the alignment was anatomic. The flexion and extension views showed mild motion at both levels. The patient presented for follow-up after 7 months status post anterior cervical discectomy and fusion, the doctor's assessment was that there was no evidence of solid fusion at the time. On (B)(6) 2010 the patient presented with complaints of cough and nasal congestion. The doctor prescribed doxycycline as medication. On (B)(6) 2010 the patient's ap and lateral flexion. Tension views of his cervical spine were reviewed. The patient still had minimum motion basically in diffuse segments. On (B)(6) 2010 the patient presented for follow-up after 16 months status post c4-c6 anterior cervical discectomy and fusion with c5 corpectomy, which was now fused. The patient underwent x-ray for c spine 4 views. Findings: the vertebral body screws at the levels c4 and c6 were identified with an anterior fusion plate. There had been prior c4 corpectomy and a replacement device in place. There was overall adequate alignment. The prevertebral soft tissues were unremarkable. The posterior elements were intact. The extension and flexion views showed no abnormal motion. The visualized portions of the lung apices were within normal limits. On (B)(6)-2011 the patient presented for oral examination. On (B)(6)-2012 the patient underwent min 3 views of foot. Impression: minor degenerative changes. The patient presented for evaluation of cyst right foot. Assessment: mallet toe; recurrent mucous cyst. On (B)(6)-2012 the patient presented for consultation for nasal congestion, pnd, sinus pressure. Assessment: rhinitis; allergic rhinitis due to grass pollen; allergic rhinitis due to cats; chronic rhinitis; asthma. On (B)(6)-2012 as per billing records, patient underwent allergy skin tests. On (B)(6)-2012 the patient presented for preop of the right foot. Assessment: mallet toe. On (B)(6)-2012 as per billing records, patient underwent removal of toe lesions; fusion of big toe joint. On (B)(6)-2012 the patient presented for follow up of post op drainage. Assessment: status post dip fusion, excision of mucocyst. The patient presented for consultation of dysphagia. Assessment: hoarseness; dysphagia. On (B)(6)-2012 as per billing records, patient underwent evaluation of wheezing. On (B)(6)-2012 the patient presented for follow up of right foot. Assessment: dip fusion. On (B)(6)-2012 the patient presented with throat and voice problems. Impression: s/p spine surgery anterior approach- evidence of nerve injury. On (B)(6)-2012 the patient presented for iov. Assessment: hoarseness; allergic rhinitis; complete unilateral vocal cord paralysis-left; injury of cervical spine. On (B)(6)-2012 as per billing records, patient underwent allergy skin tests. On (B)(6)-2012 as per billing records, patient underwent CT spine cervical w/o contrast. The patient presented to have skin test for foods. The patient underwent cervical spine w/o contrast for left neck pain. Impression: status post anterior fusion from c4-6; there is a large left paracentral osteophyte at c5-6 causing moderate spinal canal stenosis in the ap dimension; mild disk disease at c6-7. On (B)(6)-2012 the patient was admitted with pain in left hand, arm, and neck. On (B)(6)-2012 the patient presented for follow up visit. Impression: cervical myelopathy; vocal cord paralysis, status post left cervical anterior approach; dysphagia. On (B)(6)-2012 the patient presented for consultation. Impression: cervical myelopathy; dysphonia; dysphagia. On (B)(6)-2012 the patient presented for consultation. He had problems with swallowing and voicing ability. On (B)(6)-2012 as per billing records, patient underwent destroy of skin lesion. The patient presented for lesions on bilateral forearms and a cyst on the left third toe. Assessment: dermatitis; inflamed seborrheic keratosis; synovialcyst-left 3rd toe. On (B)(6)-2012 the patient presented with pain in hands, neck, and shoulder. The patient presented for neurological consultation. Im pression: status post c4 through c6 anterior cervical discectomy and fusion aided with bmp experiencing exuberant bony growth likely secondary to the bmp who now has profound cervical myelopathy. On (B)(6)-2012 as per billing records, patient underwent x-ray exam of neck spine. The patient underwent cervical spine ap lat 2-3 vws for neck pain. Impression: post operative changes with anterior fusion at c4 through c6; degenerative changes centered at c6-7. The patient presented for evaluation of neck and hand pain. Assessment: cervical spondylosis; cervical spine stenosis; cervical radiculopathy. On (B)(6)-2012 the patient presented with preop diagnoses of cervical stenosis. Assessment: cervical myelopathy and vocal cord paralysis after prior left cervical anterior approach. On (B)(6)-2012 as per billing records, patient underwent injection into skin lesions. On (B)(6)-2012 the patient underwent intraoperative neuromonitoring. Impression: no intraoperative impairment was observed. The patient was presented with cervical myelopathy and radiculopathy. The patient underwent cervical laminectomy c4, c5, c6, c7; bilateral neural foraminotomies at c5-c6 and left side c6-c7; use of intraoperative fluoroscopy x 2 hours. As per op notes, after patient placed back on to the head rest his neck was sterilely prepped and draped. An incision was made over the posterior spinous process of the vertebra and dissection carried down through the skin. The posterior spinous processes of c5 and c6 were removed with the horsley bone cutter. Then a 4-0 angled curette was used to release the ligamentum flavum from these areas. Then the remaining bone was elevated gently with a 4-0 curette and 1 mm kerrison. Then laminectomies of these areas were completed slowly and insidiously. A foraminotomy was performed at c5-c6 on both left and right sides using 1 and 2 mm kerrison, as well as bur. The same procedure was done at the c6-c7 level on the left side. The area over the c6-c7 disk space had been decompressed completely removing just a portion of the upper aspect of the c7 lamina. On (B)(6)-2012 the patient presented complaining of congestion. Assessment: acute upper respiratory infection. On (B)(6)-2012 the patient presented complaining infection from surgery. Assessment: cervical spine stenosis, cervical radiculopathy; acute upper respiratory infection. On (B)(6)-2012 as per billing records, patient underwent spine cervical ap & lat. On (B)(6)-2012 the patient presented for office visit. Impression: neural irritation of nerve root and possible the cord with motion. The patient underwent cr spine cervical 2 or 3 views. Impression: no evidence of significant dynamic subluxation. Patient status post anterior cervical disc fusion from c4-c6. Mild to moderate degenerative changes. On (B)(6)-2012 as per billing records, patient underwent x-ray examination of neck spine. The patient underwent MRI cervical spine w ithout contrast. Impression: fusion c4-5-6 with prominent central and left-sided osseous protrusion at the c6 level; c6-7 shows posterior left sided fibro osseous protrusion with neural foraminal stenosis; additional degenerative disc disease with posterior left-sided protrusion at c6-7 level. On (B)(6)-2012 the patient presented for office visit complaining of local pain to the left of the incision. Impression: neural irritation. MRI scan was reviewed which shows excellent decompression of the spinal cord posteriorly. On (B)(6)-2012 the patient presented for office visit. Impression: neural irritation of nerve root and possibly the cord with motion. On (B)(6)-2012 the patient presented for physical examination. Assessment: hoarseness; rhinitis; allergic rhinitis; complete unilateral vocal cord paralysis; asthma; cervical spondylosis; injury of the cervical spine; cervical spine stenosis. On (B)(6)-2012 the patient presented for consultation for colonoscopy and egd. Assessment: hoarseness. On (B)(6)-2013 the patient underwent colonoscopy. Impression: normal terminal ileum, normal colon. On (B)(6)-2013 the patient presented for consultation. On (B)(6)-2013 the patient presented complaining of cough x 2 weeks. Assessment: bronchitis; cervical spine stenosis; cervical radiculopathy. On (B)(6)-2013 the patient presented complaining of cough shortness of breath. Assessment: headache; cough; purulent rhinitis. On (B)(6)-2013 the patient underwent cine swallow study with speech pathology. Impression: abnormal swallowing study. Vallecular pooling noted. No penetration or aspiration. On (B)(6)-2013 as per billing records, patient underwent x-ray of throat. On (B)(6)-2013 the patient presented for consultation. Assessment: left vocal fold paresis; dysphonia; dysphagia. On (B)(6)-2013 the patient presented for left vocal paresis. The patient underwent laryngoscopy with telescope and vocal fold injection, laryngoplasty to the left vocal fold. Injectate used: juvederm ultra plus 0.3 cc was injected into the left paraglottic space. On (B)(6)-2013 the patient presented for clinical swallow evaluation. Impression: pharyngeal phase of swallow function was moderately compromised by reduced laryngeal elevation and strength at the left side. On (B)(6)-2013 the patient presented complaining of neck pain. On (B)(6)-2013 the patient presented with neck pain. Assessment: cervical postlaminectomy syndrome; cervical radiculopathy; cervical spondylosis. On (B)(6)-2013 the patient presented for clinical swallow evaluation. On (B)(6)-2013 the patient presented for office visit. Impression: strain. The patient underwent cr spine cervical minimum 4 views. Impression: no evidence of significant dynamic subluxation. Re-demonstration of stable anterior cervical fusion from c4-c6 with lam inectomies at c5 and c6. Mild to moderate degenerative changes. No significant interval change. On (B)(6)-2013 the patient presented with shoulder pain. Impression: mild a.c. Joint separation, acute versus chronic. Assessment: adhesive capsulitis of left shoulder. As per billing records, patient underwent min 2 views of shoulder. On (B)(6)-2013 as per billing records, the patient underwent c-spine 4 views. On (B)(6)-2013 the patient presented for recheck of the left shoulder. Assessment: adhesive capsulitis of the left shoulder. On (B)(6)-2014 the patient presented for a preventative physical exam. Assessment: adhesive capsulitis of left shoulder; cervical ra diculopathy; neck pain; asthma; vocal cord paralysis, unilateral complete-left; allergic rhinitis; cervical postlaminectomy syndrome; tinea cruris; prostate cancer screening. On (B)(6)-2014 as per billing records, the patient underwent CT head/brain without contrast, CT c-spine no contrast, mr brain, mr c- spine, mr-angio head, mr-angio neck. The patient presented for evaluation complaining of right eyelid drooping. Impression: paroxysmal homer's syndrome alternating with paroxysmal pourfour du petit syndrome. The patient underwent CT cervica spine without intraven ous contrast. Impression: post operative changes consistent with c4-c6 acdf and c5-6 laminectomies. Mild degenerative disc disease at c6-7. The patient underwent CT head or brain w/o contrast. Impression: no evidence of acute intavanial hemorrhage, mass effect or hydrocephalus. The patient presented in hospital complaining of difficulty with formulating words and right eye droops when he turns his head per patient, hand numbness. The patient underwent mra neck w/ + w/o contrast. Impression: no evidence of hemodynamically significant cervical arterial stenosis or dissection; dominant left vertebral artery. The patient underwent MRI spine cervical w/o + w/o contrast. Impression: stable appearance of the cervical spine including postoperative changes compatible with c4-c6 acdf and c5-6 laminectomies. There are stable mild adjacent cervical degenerative changes and patient spinal canal; no cord compression or cord abnormality. No abnormal contrast enhancement. The patient underwent MRI brain w/ + w/o contrast. Impression: MRI of the brain within normal limits. No evidence of acute infarction, intracranial he morrhage, abnormal enhancement, mass lesion or hydrocephalus. The patient underwent mra head w/ + w/o contrast. Impression: no evidence of hemodynamically significant intracranial stenosis, proximal occlusion or aneurysm. On (B)(6)-2014 as per billing records, the patient underwent c-spine 4 views. The patient presented for office visit. On (B)(6)-2014 as per billing records, the patient underwent c-spine ap+lat. On (B)(6)-2009, the patient presented for pre-operative checkup before cervical spine surgery. Assessment: 1.disc syndrome nos 2. Pre-op unspecified. On (B)(6) 2010 the patient's ap and lateral flexion extension views of his cervical spine were reviewed. The patient still had minimum motion basically in diffuse segments. The vertebral body screws at the levels c4 and c6 were identified with an anterior fusion plate. There had been c5 corpectomy with a replacement device and radiopaque markers in place. There is overall adequate alignment. The prevertebral soft tissues are unremarkable. The posterior elements are intact. The extension and flexion views showed no abnormal motion. The patient underwent x-rays of the cervical spine for c5 corpectomy, c4-6 fusion. Impression: progression of anterior c4-c6 with prior c5 corpectomy on (B)(6) 2010 the patient presented for follow-up after 16 months status post c4-c6 anterior cervical discectomy and fusion with c5 corpectomy, which was now fused. The patient underwent x-ray for c spine 4 views. Findings: the vertebral body screws at the levelsc4 and c6 were identified with an anterior fusion plate. There had been prior c4 corpectomy and a replacement device in place. There was overall adequate alignment. The prevertebral soft tissues were unremarkable. The posterior elements were intact. The extension and flexion views showed no abnormal motion. The visualized portions of the lung apices were within normal limits. Patient continued to have hoarseness since his surgery as well as some numbness in the c6 distribution in both his left upper extremity and right upper extremity, left being worse than the right. Ap and lateral radiographs and flexion extension radiographs of the cervical spine were taken which showed that the hardware at c4-c6 appeared to be in excellent alignment with no evidence of loosening. On the flexion extension films there was no evidence of change between flexion and extension indicating that the fusion may be solid. On (B)(6)-2010 the patient presented for oral examination. Assessment: patient presented with both laryngopharyngeal reflux and muscle tension dysphonia. On (B)(6)-2011 the patient presented for oral examination for dysphagia. On (B)(6)-2011 patient underwent CT scan of cervical spine for status post c4-c6 anterior fusion and c5 carpectomy on (B)(6) 2009. Impressions: 1. No evidence of hardware failurewas present. There was some bony fusion within the carpectomy cage and at the c4/5 disc space. More solid bony fusion was present across the c5/6 disc space. 2. Degenerative changes within the cervical spine result in canal and neural foraminal narrowing, as described. Most severe level of canal narrowing is at c5/6 where it is moderate. Severe bilateral neural foraminal narrowing is present at c5/6. 3. Hypodensities are present within the thyroid gland. On (B)(6)-2011 patient presented for a follow up study where he continues to have some hoarseness intermittently and does have some difficulty swallowing pills and other items on occasion which can cause some anxiety for him. CT scan from (B)(6) 2011 of the cervical spine status post c4-c6 acdf and c5 corpectomy was reviewed. The hardware and cage was present and appeared to be intact with no evidence of loosening or failure. A bony fusion appeared to be present around the carpectomy cage. At this time patient reported to have numbness in the c6 distribution, left greater than right. It also appeared that his cervical spine has fused and that he can advance with more rigorous activities. On (B)(6)-2011 patient presented with left-sided neck pain with paresthesia of the arm and hand. Physical spine examination of the p atient was conducted. His range of motion was limited in extension and lateral bend bilaterally. Patient underwent CT of the cervical spine for status post anterior cervical fusion, c4-c6 with a c5 carpectomy which appeared to be aligned with fusion noted. There were also degenerative changes with canal and neural foraminal narrowing at c5-c6. Impression: 1. Cervical spondylosis with history of myelopathy. 2. Cervical spinal stenosis, c5-c6. 3. History of c5 carpectomy with decompression, c4-s, c5-6 disckectomies, bilateral foraminotomies, c4-6 anterior interbody fusion with placement of interbody cage device. 4. Post laminectomy syndrome. On (B)(6)-2011 the patient presented with neck pain and upper left extremity. Patient underwent emg & ncv, electro diagnostic study. Impressions: 1. This is an abnormal study. 2. The electro diagnostic study revealed evidence of reinnervation and denervation potentials that suggest active c6 and c7 radiculopathy on the left upper extremity of the muscles that could be tested. 3. The electro diagnostic study and nerve conductionstudies do not reveal evidence of any other focal nerve entrapment or generalized peripheral neuropathy in either upper limb. 4. Of note, emg is not a sensitive study and also does not evaluate small sensory pain fibers. Thus a lack of active degeneration does not exclude an active radiculopathy. On an unknown date the patient presented for consultation for right shoulder pain. Impression: right shoulder subluxing biceps tendon.

Manufacturer narrative:
Review of radiographic images found as follows: (B)(6) 2009 cervical MRI very poor quality MRI study prior to any intervention. This shows cord compression at c4/5 and c5/6. Although details cannot be verified, several films show the cord¿s medial/lateral dimension over twice its ap dimension suggesting considerable compression. (B)(6) 2009 cervical MRI far better study than the one of 3/18 showing considerable cord compression at c5/6. There is a localized kyphosis here, which contributes to the deformity. Early cord changes are also suspected behind c5 and c4. Axial views show considerable flattening of the cord at both these levels in the midline and to the left. (B)(6) 2009 chest x-ray poor inspirational film as it is upright/portable. Heart is borderline enlarged. Hila are prominent. Lateral lung fields are under penetrated. Shoulder and spinal anatomy cannot be seen cervical spine series portable film of poor quality showing previous acdf at c4/5 and c5/6 using cornerstone and unknown cervical plate. The majority of c5 has been removed as the two cornerstones are large and only about 7mm apart. Plate is midline. Plate is appropriate length, screws are self tapping and slightly short. (B)(6) 2009 cervical spine series better quality film again showing two level acdf from c4 to c6 with two large cornerstone spacer well positioned. Cervical lordosis is reversed above the fusion and there is moderate collapse of the anterior column through the levels of the surgery. Posterior anatomy, facets, lamina and spinous processes appear intact. (B)(6) 2009 cervical spine series ap, lateral and flexion/extension views show construct as previously described. Kyphosis is perhaps more angulated through c3/4. There is no movement seen through the level of surgery from c4 through c6. (B)(6) 2009 cervical spine series ap, lateral and flexion/extension views show construct as previously described. Kyphosis through c3/4 has not changed. There is no movement seen through the level of surgery from c4 through c6. (B)(6) 2010 cervical spine series ap, lateral and flexion/extension views show construct as previously described. Kyphosis through c3/4 has not changed. There is no movement seen through the level of surgery from c4 through c6. (B)(6) 2010 cervical spine series ap, lateral and flexion/extension views show construct as previously described. Kyphosis through c3/4 has not changed. There is no movement seen through the level of surgery from c4 through c6. (B)(6) 2011 cervical CT construct is seen as previously described from c4 to c6. Of concern is bony thickening that has grown back from the c5/6 level centrally and to the left narrowing the central canal approximately 30%. Due to artifact the cord cannot be precisely measured for compression. (B)(6) 2013 esophageal swallow multiple lateral cervical films are taken during gastrografin swallow. The soft tissue thickness ventral to the plate appears normal without swelling. Movement of the pharynx, glottis, appears normal. The cervical fusion remains solid and does not appear to cause any specific restriction in flow through the esophagus. (B)(6) 2013 cervical spine series 4 views show the fusion at c4-c6 unchanged. Dynamic x-rays suggest solid fusion. Kyphosis is unchanged. (B)(6) 2014 CT head normal study. No evidence of cervical pathology. Brain structures appear in midline without abnormal enhancement, sinus opa cification or other issues. MRI head/brain normal study mra head no comment mra neck no comment MRI cervical spine slight c3/4 bulge is now seen with hyperintense zone within the posterior annulus. Area of fusion is free of any neurologic compression. Some edema is suggested in the endplates on either side of the c3/4 disc anteriorly. Axial views show slight disc bulge in midline at c3/4 with some cord flattening here. Area of bone spurring left central at c5 has diminished although still present it does not compress the cord and there is ample subarachnoid space between it and the cord. CT cervical spine fusion now appears solid. Bone spur left center at c5 has not changed but apparently does not compress the cord as shown by MRI. Spacers at c4/5 and c5/6 remain in place and are well fused. Plate remains in good position. (B)(6) 2014 cervical spine series implants remain in place. Dynamic views show no movement and lateral views suggest complete homogeneity from c4 to c6. Cervical spine remains in kyphosis even during extension. Local kyphosis at c3/4 has not progressed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 patient presented with c4-6 surgery, c5 corpectomy, "lue weakness." Patient had anesthetic left hand, decreased both shoulders rom. On (B)(6) 2011 patient presented for c4-6 acdf, c5 corpectomy. Pain in both arms. On (B)(6) 2011 patient had medicines for pain. On 09-(B)(6) 2011 patient had pain in upper arm left. Pain along radial nerve. On (B)(6) 2010: the patient underwent derma pathology test to rule out verruca vulgaris. He had the following diagnosis: shave biopsy (for skin and left nostril) - inflamed verrucous keratosis with features of trichilemmoma. On (B)(6) 2010, (B)(6) 2009 the patient presented for an office visit for rehabilitation. (B)(6) 2010: the patient presented with hoarseness status post anterior cervical fusion. The patient also experienced neck tightness at surgical site. He also complained of food getting stuck, which got worse while swallowing big pills. On (B)(6) 2011 the patient presented for oral examination for dysphagia. He complained of solid foods and pills sticking in his throat at the level of his surgical incision. He also complained of occasional choking on solids. Impression: mild pharyngeal stage dysphagia characterized by food residue in the valleculae and pyriform sinuses post-swallow; pyriform sinus residue appears to be triggering the patient's symptoms; it is unclear what the cause of the food residue is. However, it appears to be due to slight mechanical obstruction, i.e. Narrowing of the pharynx, from the cervical fusion hardware; no significant residue was observed when the patient turned his head whether right or left during swallowing; the patient does not appear to be at significant risk of aspiration. On (B)(6) 2012 the pain prevents the patient from standing for more that 30 minutes. The pain is described as stabbing and throbbing in left hand. On (B)(6) 2012 physical examination stated that the patient ambulates steady but on tandem foot walk patient is unsteady. Patient also has increased pain down his right arm with right lateral rotation. Impression: cervical myelopathy, vocal cord paralysis status post left cervical anterior approach, dysphagia. On (B)(6) 2012 patient underwent removal of spinal lamina and cervical spinal stenosis. On (B)(6) 2012: patient presented for an office visit. On (B)(6) 2012: patient presented for an office visit. On (B)(6) 2013 examination of larynx was performed which showed that his left vocal fold is hypomobile. His left vocal fold also appeared to be slightly foreshortened. On (B)(6) 2013: patient presented for an office visit. On (B)(6) 2013: patient presented for office visit. Clinical impression: patient presented with adequate oral phase of swallow function with mild to moderate left sided oral motor weakness. He presented with symptoms pf post-pharyngeal residue and ability to eliminate pharyngeal residue via head turning to right strategy, which are consistent with the recent modified barium swallow strategy. On (B)(6) 2013: patient presented for an office visit. On (B)(6) 2014: patient presented in the facility due to neck pain. On (B)(6) 2014: patient presented for follow up of visit to (B)(6). On (B)(6) 2014: patient presented for follow up for complaints of cold symptoms. On (B)(6) 2014, (B)(6) 2015 patient presented with symptoms of post traumatic stress disorder. Patient reported depression, poor concentration, fatigue, sleep disturbance at night, oversleeping during the day, irritability, flashbacks, anxiety, panic attacks and irritability. On (B)(6) 2014: patient presented for follow up in the facility due to pain. On (B)(6) 2015: patient presented for follow up due to burn to right palm and 1st 2nd and 3rd fingers. On (B)(6) 2015: patient presented for follow up for right hand injury, burn. On (B)(6) 2015: patient presented for evaluation of allergies. On (B)(6) 2015: patient went for an office visit due to chronic pain and neck pain. On (B)(6) 2015: patient presented with a complaint of mouth pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015, (B)(6) 2016: patient presented with symptoms of post traumatic stress disorder. Patient reported depression, poor concentration, fatigue, sleep disturbance at night, oversleeping during the day, irritability, flashbacks, anxiety, panic attacks and irritability. On (B)(6) 2009 the patient was diagnosed for myelopathy, stenosis, post laminectomy syndrome. Patient suffered from a spinal cord injury w/o improvement of symptoms. The patient presented complaining of numbness, tingling and sharp shooting pain in bilateral hands. On (B)(6) 2009, ros: pain in neck, back pain, muscle or joint pain, numbness, anxiety, tingling. On (B)(6) 2009 the patient presented with complaint of hoarse voice. Assessment: laryngitis. On (B)(6) 2010 the patient presented with complaints of sore throat with white dots in back of throat. Fatigue, ¿carache¿, sore throat. On (B)(6) 2010 the patient stated that he had some pain around his neck, particularly in the trapezil. The patient also stated that his arm fatigue quickly, and he feels that he has some subjective weakness in his hands. He complained of dysphagia which was still presented after the surgery. On (B)(6) 2010 impression: unchanged prior anterior fusion c4-6 and prior c5 corpectomy. There is no instability. On (B)(6) 2010 the primary diagnosis was: disorders of back (discogenic and degenerative). On (B)(6) 2011 the patient presented with the complaint of high blood pressure. Also complained of headaches, trouble sleeping. Assessment: hypertension, benign essential; motor vehicle traffic accident. Involving collision with pedestrian injuring pedestrian, stable. On (B)(6) 2012: patient presented for physical therapy and underwent physical therapy evaluation, proprioceptive neuromascular facilitation, therapeutic exercise, soft tissue mobilization and joint mobilization. Assessment: in his neck, numbness in bilateral hands (r>l), decreased strength and function of bue, decreased cervical rom, lack of scapular and deep neck flexor strength and stability, abnormal postural mechanics, reduced coordination of r>l hand, and soft tissue restrictions. Mr. Lew demonstrates functional limitations with reaching, lifting, grabbing/gripping, carrying, driving, sleeping, typing, writing, and daily chores/housework. Patient reported neck index score of 66. He demonstrates a grip strength of 30 I bs with the rue and 40 lbs with the lue. On (B)(6) 2012: patient presented for physical therapy. Patient reports that he noticed soreness in his neck and forearms following his initial treatment session. Assessment: patient with poor strength of spinal stabilizers contributing to forward head posture. On (B)(6) 2012: patient presented for physical therapy. Patient reports that he continues to have numbness in bilateral hands. Assessment: patient with hypomobile 1s t rib with ttp with inferior glides contributing to stiffness and pain in the neck and with cervical rom with driving activities (B)(6) 2012:patient presented for physical therapy. Patient reports that he has been having increased neck pain as he has been doing more adls around his home. Assessment: patient with deficits in oa joint mobility contributing to deficits in capital flexion and extension with improvements noted following posterior oa glides; patient also with fascial restrictions surrounding posterior neck incision. On (B)(6) 2012: patient presented for physical therapy. Patient reports that he saw his surgeon who wants him to perform only light therapy with little strain to his neck right now during the healing process. Assessment: unable to progress the ex secondary to surgeon's precautions; patient with significant weakness of deep neck flexors contributing to excessive strain to the neck with fatigue. On (B)(6) 2013 the patient presented for consultation. Examination of larynx was performed which showed that his left vocal fold is hypomobile. His left vocal fold also appeared to be slightly foreshortened. Dysphagia unspecified; other voice and resonance d isorders. On (B)(6) 2013: patient presented for physical therapy. Assessment: patient demonstrates the following deficits at this time: pain, tingling and numbness into bue, deficits in strength and stability, restricted cervical and thoracic mobility, soft tissue restrictions, and postural abnormalities. Patient demonstrates functional limitations with reaching, lifting, driving, grabbing/gripping, carrying, sleeping, typing, writing, and daily chores/housework. He demonstrates a grip strength of 30 lbs with both the rue and lue. On (B)(6) 2013:patient presented for pt. Patient reports that he has a lot of weakness and difficulty moving his l arm the past few days. He also reports tingling and numbness in l>r arm at this time. Assessment: patient with neural tension in bue with irritation resulting in reduced arom of the l shoulder; pt highly irritable with neural flossing secondary to significant neural tension contributing to limitations with reaching tasks during adls. On (B)(6) 2013: patient presented for pt. Patient reports he is unable to drive >10-15 minutes secondary to neck pain. Assessment: patient able to progress ther-ex to improve scapular retraction and depression recruitment and strength; pt with poor sitting posture with rounded shoulder and forward head contributing to inability to drive >10-155 minutes secondary to pain. On (B)(6) 2013: patient presented for pt. Patient reports that he has tingling and numbness in both hands intermittently throughout the day; he notices this increased with prolonged activity and with prolonged static positions. Assessment: patient with hypomobility in his cervical spine contributing to deficits in functional neck rom; improved rotation following snags and improved flexion/extension following posterior oa glide contributing to improved ability to look overhead with adls. On (B)(6) 2013: patient presented for pt and underwent neuro re-education and therapeutic exercises. Patient reports increased shoulder pain over the past 2 weeks. Assessment: noted significant strs in bilateral cs pvms, ut, so, pecs and post cuff, and limited joint mobility, contributing to limited cs mobility, and increased radicular symptoms into shoulder.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : 05 aug 2012: the patient presented for office visit with complaint of neck pain radiating both hand numbness, low back pain. On (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015: patient presented for acupuncture and herbs due to back pain and neck pain. On (B)(6) 2013: the patient presented for follow up for neck pain. On (B)(6) 2014: the patient presented with a complaint of neck pain that was getting worse. On (B)(6) 2015, (B)(6) 2016: patient presented for acupuncture and herbs due to back pain and neck pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: on (B)(6) 2009 the patient was presented for office visit with numbness, tingling, swelling in left hand and neck. On (B)(6) 2011, patient presented for evaluation by psychologist and reported being depressed with associated symptoms of anxiety. On (B)(6) 2013 patient presented for office visit with complaint of increased dysphagia. On (B)(6) 2013 the patient presented for clinical swallow evaluation. On (B)(6) 2013 patient presented for office visit to have following treatment: dysphagia ¿ cpt. Assessment: patient is making progress as anticipated. On (B)(6) 2013 the patient presented complaining of neck pain with associated insomnia. On (B)(6) 2013, patient presented for office visit and reported pain and stiffness in neck. On (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, patient presented for office visit with complains of post traumatic stress disorder. Patient reported depressed mood, fatigue, sleep disturbance at night, over sleeping during day, anger, irritability, flashbacks, anxiety, nightmares, panic attacks. On (B)(6) 2015, patient reported weakness in his left hand, increased numbness and tingling into thumb and 2nd digit. On (B)(6) 2015: patient presented for an independent medical examination. On (B)(6) 2015, and (B)(6) 2016: patient presented for follow-up pain evaluation. Patient had history of chronic cervical pain, arm pain; numbness and weakness in his upper and lower extremities post 2 complex cervical spine surgeries. On (B)(6) 2016, patient presented for office visit and reported chronic and recurrent major depression. On (B)(6) 2016, patient presented for office visit for neurological medical evaluation. Patient reported increased pain in neck and shoulder, trapezius and deltoid regions, tingling and numbness in fingers, low back pain, difficulty in sleeping,

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.